Event description:
The customer claims no alarm tone when pressure is released from the pad. The unit does have power. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Results - eval of the returned product shows the returned alarm unit and delay functions tested okay. The unit rj-11 jack pins and battery springs are bent. (B) (4).